Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported operating the motorized wheelchair, in reverse, on a non-ada compliant ramp, without the user of a seat belt. The owner's manual warns, "do not attempt to drive on a slope in reverse", "avoid ramps and slopes that are too steep", "always use the seat belt".

Event description:
End user reported while operating the motorized wheelchair in reverse on a non-ada compliant ramp at her home, without the use of the seat belt, she fell out of the unit. Allegedly, as a result of the incident the end user sustained a left distal femur fracture.